Manufacturer narrative:
Continuation of d10: product ID 8637-20 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type pump product ID 8781 serial# (B)(6) implanted: (B)(6) 2025 product type catheter product ID 8781 serial# (B)(6) explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781: serial #: (B)(6), ubd: 2020-09-10, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. Regarding the initially reported variability rate of 9%, the expected reservoir volume and actual reservoir volume was indicated as unknown as the patient had a refill performed at another hospital and was not seen at the facility. The serial number of the pump that was replaced (explanted on (B)(6) 2025) was clarified as (B)(6). The serial number of the catheter that was replaced (explanted on (B)(6) 2025) was clarified as (B)(6). The date of implantation of both the pump and catheter before replacement was (B)(6) 2019. Additional information was received from a foreign healthcare provider via a distributor on (B)(6) 2026 indicated that regarding the expected/actual reservoir volumes regarding other volume discrepancies / report of variability having been gradually increasing, this was also unknown. It was further indicated that this was a patient who also had a pump refill performed at another hospital.

Event description:
Information was received from a foreign healthcare provider via a distributor regarding a patient receiving intrathecal gabalon of an unknown concentration at a dose rate of 580 mcg/day via an implantable pump for spinal cord injury. It was reported that it was time to replace the pump, so the pump was replaced on (B)(6) 2025. It was further reported that the variability rate during the refill before the operation was at the 9% level; therefore, there was a concern, so the catheter was also replaced at the same time. It was further reported that before replacing the catheter and pump, there was some trouble with the catheter, etc., so it is believed that baclofen was not flowing more than the scheduled amount. During the operation, the catheter was checked for patency after removal, but there were no problems. At the time of the surgery, the daily dose was kept at 580 mc/day without any changes. Subsequently, a state of low consciousness, described as not severe, continued and the daily dose of gabalon intrathecal was gradually reduced, and the patient recovered after being reduced to 380 g/day. Regarding state of low consciousness, the event was related to drug and unknown if related to the pump, catheter, or procedure. The state of low consciousness was unrelated to programming. Additional in formation was received from a foreign healthcare provider via a distributor on (B)(6) 2026. At the most recent refill on (B)(6) 2025, the variation rate was 9.4%, which was indicated as within the normal range, but since it had been gradually increasing, the cath eter was also replaced at the time of the pump replacement. It was considered that for some reason, the medication may not have been able to exert its effect. As a result, the effect was properly exerted by the catheter replacement, leading to the current situation, and recovery was achieved by reducing the daily dose. Therefore, it is considered that an overdose situation occurred. The gabalon intrathecal infusion setting was set to the same 580 micrograms/day as before the replacement, and a low arousal state was observed after the operation. As of (B)(6) 2025, because a low arousal state persisted, the daily dose was gradually reduced, and improvement was seen when the dose reached 466.9 micrograms/day. Although somnolence and oral intake persisted, conversation became possible. As of (B)(6) 2025, recovery from the low arousal state occurred. After recovery from the low arousal state, mild spasticity became more pronounced as of (B)(6) 2025, so the daily dose was slightlyincreased for adjustment. As of (B)(6) 2025 the daily dose was adjusted to 369.8 micrograms/day, and because better control was achieved compared to before the operation, the setting was fixed. As of (B)(6) 2025, that patient was transferred to a rehabilitation hospital, which was the referring facility. The explanted pump and catheter were discarded by the healthcare provider. The model of the serial number of the replacement pump implanted on (B)(6) 2025 was (B)(6). The serial number of the replacement catheter implanted on (B)(6) 2025 was (B)(6).

Manufacturer narrative:
Continuation of d10: product ID 8781. Serial# (B)(6). Implanted: (B)(6) 2025: product type catheter product ID neu_unknown_cath lot# unknown: explanted: (B)(6) 2025. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.